Event description:
When the quick-cross package was opened and device inspected there were "dents" in the covering. When catheter was exposed, it also had a "dent" or "kink" in it. Device wasn't used. New one obtained which was inspected without any identified flaws. No visual defects in packaging on any of the devices. Suspect dents/kinks occurred during manufacturing process.